Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Other measurements were analyzed and are within normal limits. No changes have been performed as a normal battery depletion exchange procedure has been scheduled for the near future, in here it is planned to also replace the lead. At this time this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the lead was surgically abandoned and replaced.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Other measurements were analyzed and are within normal limits. No changes have been performed as a normal battery depletion exchange procedure has been scheduled for the near future, in here it is planned to also replace the lead. At this time this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the lead was surgically abandoned and replaced. Additional information also detailed the lead experienced fracture.